Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Visual analysis of the photographs identified device with clear fluids, fold creases, red encapsulation and wear abrasion. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and capsular contracture.

Event description:
Healthcare professional reported capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Patient reported left side "deflation." Device remains implanted.